Event description:
The account stated there were a total of 8 barcode misreads with two commander fpc between 2006 and 2007 when pipetting hiv-1/2 eia, htlv-I/ii eia and hcv 2.0 eia assays. This report is for barcode misread #5. No specific barcode information is available. The same barcode ID was also processed on the prism analyzer with correct barcode identification. No specific patient information is available. The account recognized the incorrect barcode ID prior to results being reported. No incorrect results were reported outside of the laboratory. No impact to patient management was reported. Service was requested for the commander fpc.

Manufacturer narrative:
Evaluation of service text from complaint. The field service engineer performed routine cleaning, calibrating, and adjustment procedures for the barcode reader. A review was performed of the complaint text and service history for the commander fpc. Field service performed routine maintenance procedures for cleaning, calibrating and adjusting the barcode reader. The abbott commander flexible pipetting center operations manual, list number 6a97-27, section 10, troubleshooting and diagnostics, troubleshooting, a barcode has been misread section: contains information about troubleshooting a misread bar code. This is a final report.